Event description:
Information was received from the health care provider of a clinical study regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was having felt electric shocks since tuesday whenever she leans backward. She also experienced pain both in the area of the anchors and in the area of the ins. Charging has been difficult and it takes a long time. She feels as though the electrode has slipped out of place. On examination, the cables were clearly visible against the background of cachectic nutritional status, and tenderness was present along the entire course of the device. No signs of infection. The ins has shifted laterally and cranially relative to the wound. The x-ray shows mild dislocation (approximately 2 contacts caudally), there was lead migration/dislodgement. Dislocation of electrode resulted in pain and shocks. On (B)(6) 2026 vesatis-patches 700 mg were administered. The device was reprogrammed, the impulse width of program d was reduced from 300 to 260 s. Outcome was reported as ongoing as of (B)(6) 2026. Etiology was a causal relationship with the device or therapy, not related to the implant procedure. Age at consent was 43 years old.

Manufacturer narrative:
Continuation of d10: product ID 977a275 lot# serial# (B)(6) implanted: (B)(6) 2025 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(6), ubd: 06-jun-2029, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.